Manufacturer narrative:
Investigation summary: based on evaluation performed by the field service engineer, the report of burning smell cannot be confirmed as there were no damages identified during visual analysis of the laser console and during functional testing. The laser console worked as intended. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the laser console in question. Device technical analysis: the laser was not returned for evaluation. However, the laser console was serviced by a field service engineer onsite. Before turning on the laser console, a visual examination was completed. During visual examination, the power cord 220vac/30a plug, all cable and wire connections around the central processing unit (cpu) and process control board (pcb) were checked. The cooling system was check and no leaks were identified. The circuit breaker was turn on and confirmed to be normal. Filled the laser console reservoir with more water and the laser console was functionally tested. During functional evaluation, the laser console system was turned on and passed the self test without problems. The reported burning smell could not be replicated as the laser console worked as intended during functional evaluation. Investigation conclusion: there were no issues identified during functional and visual analysis. Based on review of the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the console had a burning smell. This procedure was completed with this device. There was no reported clinical consequence to the patient.

Event description:
It was reported that the console had a burning smell. This procedure was completed with this device. There was no reported clinical consequence to the patient.